Manufacturer narrative:
Lot number - (B)(4). An unknown lot number. Seven single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all seven devices was found to be within specification. The reported condition was not verified. A photograph of one sample was also provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of any of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 20 </noe> malfunction events. It was reported that twenty small volume folfusors had flow issues during infusion. Fifteen of the devices underinfused, and five devices overinfused. The events each involved a patient with no patient consequences. One event involved a 58-year-old female patient; patient identifiers were unknown for the remaining events. No additional information is available.

Manufacturer narrative:
Lot number - an additional lot number was reported (19b017). One additional single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted for lot 19b017 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.